Manufacturer narrative:
As of (B)(6) 2023, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding which required unspecified medical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding requiring unspecified intervention. The cause of the bleeding and estimated blood loss associated with the complication are unknown. A 21g flexision needle was used to biopsy the 1.2 cm lesion. The lesion was in the right upper lobe. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained.